Manufacturer narrative:
As per breeze 2 reagent strips safety data sheet, the strips should not be ingested. However, per the toxicological section of the safety data sheet, consumption of strips would not cause an adverse event. The patient/family was the initial reporter, so personal information was not entered. Age and weight were left blank as the customer's age and weight were not provided. No reagent strips information was provided, therefore, no information was captured(model #, lot #, expiration date) and the device manufacture date could not be determined.

Event description:
The customer stated that while he was discarding his supplies, he found he had one missing breeze2 reagent strip. The customer believes he might have ingested the breeze 2 reagent strip. Additionally, he had sore and achy throat and he attributed it to the ingestion of test strips. The customer did not receive medical intervention. Replacement meter and test strips were sent to the customer.